Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (500-600 mg/dl). The customer changed the infusion set. Correction boluses were delivered to address the bg. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer reported that the healthcare provider was changing the pump settings. The customer was to change all of the pump supplies.